Event description:
Imaj. Vol 16 june 2014: ¿complications following powered endoscopic sinus surgery: an 11 year study on 1190 patients in a single institute in israel¿. Authors: ephraim eviatar md, koby pitaro md, haim gavriel md and daniel krakovsky md. Department of otorhinolaryngology and head and neck surgery, assaf harofeh medical center, zerifin, affiliated with sackler faculty of medicine, tel aviv university, tel aviv, israel. Journal article: imaj. Vol 16 june 2014; pp 338-340. 1190 subjects, all received therapy with medtronic microdebrider for ess. Minor complications: periorbital emphysema and ecchymosis (2 subjects) all within 24 hours post-surgery minor bleeding (12 subjects) all within 24 hours post-surgery purulent nasal discharge (4 subjects) major complications: [all of these are expected adverse events after this surgery.] Cerebrospinal fluid leak (4 subjects): three of these underwent successful intraoperative repair of the skull base defect. One of these subjects with a cerebrospinal fluid leak also developed meningitis (1 subject) was treated initially with intravenous antibiotics without any sequelae and was thereafter operated on endoscopically to seal the defect. No orbital complications, major bleeding or nasolacrimal injuries were observed in this series. No surgical complications were observed in the pediatric age group. Also the rate of these complications is very low and the authors conclude that the use of powered instrumentation during ess is safe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): no devices were returned for evaluation. Method - no testing methods performed. (B)(4).